Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for incomplete coaptation and recurrent mitral regurgitation. It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat mixed mitral regurgitation (mr) with a grade of 3-4. There was flail and a gap between the anterior and posterior leaflet. Two clips were implanted, reducing mr to 1. On (B)(6) 2022, two days post procedure, prior to discharging the patient from the procedure; echocardiogram was performed. Mr increased to 4. Although not yet confirmed, a single leaflet device attachment (slda) or partial detachment is suspected. There was no clinically significant delay in the procedure. No intervention has been performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the suspected single leaflet device attachment (slda) could not be determined. A cause of the reported recurrent mitral regurgitation (mr) could not be determined. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.